Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 355 mg/dl. The customer stated that they experienced nausea and vomiting. The customer also stated that they were hospitalized due to urinary and respiratory infection. The insulin pump will not be returned for analysis.